Event description:
It was reported that during a low anterior resection procedure, the anastomosis made by the circular stapler was leaking and donuts were not complete. A new device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.